Event description:
The reporter stated, repair as needed, the mayfield 360 base unit does not thread into the crwma adaptor without becoming stuck. On (B)(6), 2009, secondary reporter stated, the event resulted in a 45 minute to a one hour delay in two separate patient surgical procedures. Both patients were scheduled for a stereotactic brain biopsy. (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.